Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. During functional testing the instrument jammed once due to the improper advancement of the clips that did not allow the subsequent clips to be fed. After the clip was removed the subsequent clips could be fed. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed and would not work anymore. They got a new one to complete the procedure. Extended operating room time by 15 minutes.